Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing, while the patient was sitting doing office work. Isometrics/provocative maneuvers were performed, but the artifact was not reproduced. X-rays showed no displacement of the s-ICD system, and the implantable electrode appeared properly inserted. Technical services discussed the case and suspected the sense b node issue of the implantable electrode. The vector configuration was reprogrammed to secondary, and the patient will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing, while the patient was sitting doing office work. Isometrics/provocative maneuvers were performed, but the artifact was not reproduced. X-rays showed no displacement of the s-ICD system, and the implantable electrode appeared properly inserted. Technical services discussed the case and suspected the sense b node issue of the implantable electrode. The vector configuration was reprogrammed to secondary, and the patient will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.